Event description:
It was reported that the catheter had dislodged; the catheter tip was not in the intrathecal space. This was confirmed; the method of confirmation was not reported. A revision was being planned. The patient had not been getting relief and was being managed with orals. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).